Event description:
A customer reported to a baxter (B)(4) sales representative that a bent spike was found when the patient changed the factory tip protector to the disconnect cap by clean flash. The customer reported this occurred after the transfer set was changed to the new one. The transfer set had been in use for one day. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to damaged. The transfer set was visually inspected and noted that the tip of the spike was bent inward and base of spike was bent backwards. This report was confirmed in the lab for damaged due to bent spike. A batch review could not be performed since the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the damage was not determined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2010, it was initially reported that a pt was never having therapeutic effect following their implant procedure. The pt's status was fair. On (B)(6) 2010, it was further reported that at one point a kinked catheter was found and it was revised. No volume discrepancy was noted and the logs noted that the pump functioned normally. The pump, however, was explanted. The pump had administered dilaudid (concentration and dose rate was not reported). On (B)(6) 2010, it was reported that the pt was seen on (B)(6) 2010, for a refill. The pt was receiving 4.0 mg/day of morphine. The pt did not have any symptoms at that time, except they stated that the pump was not providing any relief. It was noted that no testing, troubleshooting, or actions were done by the physician. The pt was placed on oral medication, and had recovered from the explant procedure. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.